Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went into a diabetic coma due to high blood glucose value. Customer's blood glucose value was 1400 mg/dl. Customer refused to stay on the line for troubleshooting. Reservoir will not be returned for analysis.